Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion test, prime, excessive no delivery and occlusion tests. The motor was tested outside of the device and passed also no motor error alarm noted. The insulin pump was received with cracked reservoir tube lip noted.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 336 mg/dl, which was treated with the insulin pump. The most recent blood glucose reading was 454 mg/dl. The customer advised that the blood glucose levels did seem to be coming down and added that he was surrounded by his family members who are nurses. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.